Manufacturer narrative:
Please see attached file to see our investigation results. (B)(4).

Event description:
It was reported that left knee debridement and lysis of adhesions was required due to left patellar clunk.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgical procedure was required due to left patellar clunk.